Manufacturer narrative:
Additional information concerning this event will be requested from the field

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. No intervention has been performed at this time and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.